Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
In 2008- pt underwent laparoscopic right lower quadrant hernia repair with mesh at surgicenter. Since the implant surgery pt reported she has experienced pain. In early 2009- pt underwent CT scan during this week. And is being seen by gi physician for her pain symptoms as well. The following month - pt underwent open explant procedure. Surgeon noted severe adhesions, hernia defect was repaired with unk mesh during this surgery. Pt required 2 night hospital stay for pain management and reports she is doing well now. On fifteen days later- pt complained of tenderness, bulging, and a recurrent ventral hernia.